Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This event was reported as both "unrelated" and of "uncertain" relationship to the device system. Conservatively, this event is being reported as "uncertain" in relationship to the penumbra system. No further information is available. Device was disposed of.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system. During the procedure, aspiration was done with the penumbra system for a total of seven minutes. Post procedure, the thrombolysis in myocardial infarction (timi) score was 3 with a degree of refractory stenosis. Approximately, 30 minutes later, an angiography showed complete restenosis (timi score 0). At this point the decision was made to place a stent into the basilar artery. The relationship between the device and the event are of "uncertain" relationship.